Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact on the customer¿s blood glucose level. The customer was advised to use a backup insulin pump and was provided with a replacement pump that includes updated software. Comprehensive instructions were given to the customer, including how to put the old pump into storage mode and return it to tandem using a pre-paid label. The customer understood and acknowledged the steps required upon receiving the replacement pump.